Event description:
It was reported that smoke was coming out of the wrist of the monopolar curved scissors instrument (mcs), which had a tip cover accessory attached to it. No additional information was provided. No patient harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it relates to this event. #2955842-2008-00002.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed no charring on any of the components. A tip cover was returned with a hole burned through the silicone, which is likely why the instrument was smoking, but the mcs has no abnormally sharp edges or burrs that would cut the tip cover. The instrument placed on the system and driven. Performance testing was performed and the instrument was found to move intuitively with a full range of motion in all directions. All components function properly. A latex cut test and electrical continuity passed. No physical damage found.